Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse went on site and verified that erbe was showing error (m-02) and would not allow for energy to be available at instrument tips. Fse then turned the erbe off, let it sit for 5 minutes, and turned it back on which resolved faulty situation. Fse decided to replace the erbe as a precaution. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received both erbe generator involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure (m-02 errors) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The root cause was attributed to electronic component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no energy at instrument tips. The customer stated this was a recurring issue. The site was able to clear up issue by turning off the erbe generator and turning back on which allowed for energy to be available to surgeon. The field service engineer (fse) was told that site tends to leave erbe on for long periods of time. The fse informed site that this will cause memory full error and resetting the erbe will reset the memory allowing for energy to be available. The site called back a few hours after to say that they were experiencing the same problem again however, this time resetting the erbe did not fix the problem. Site had tried another instrument and 3 green cables; none of that resolved the issue. Site was able to grab the other vision side cart (vsc) and finish the case. Fse went on site and verified that erbe was showing error (m-02) and would not allow for energy to be available at instrument tips. Fse then turned the erbe off, let it sit for 5 minutes, and turned it back on which resolved faulty situation. Fse decided to replace the erbe as a precaution as issue had happened more than once in a day after erbe had been reset by site. The procedure was converted to another dv with no reported injury.